Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg and lead were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Fractured lead and anchor were explanted and replaced with new lead. The ipg was explanted and replaced. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's system has high impedances as well as the patient is experiencing pain at the ipg site. Surgical intervention may be taken undertaken at a later date to address the issues.